Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. However, during the first inflation at nominal pressure for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no complications reported and the patient is stable.